Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. Furthermore, the report of damage to the patient¿s driveline could not be confirmed as no images were provided by the account and the product remains in use. The submitted log files contained intervals of data from (B)(6) 2020. On (B)(6) 2020, several low speed events were captured between 11:34:01 am and 11:38:40 am which resulted in pump stops while the patient was connected to the power module. A total of 16 motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with low speed hazard, low flow hazard and low speed operation alarms. These events were also associated with elevations in power ranging from 9.8-14.7 watts. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the last pump stop, the pump appeared to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient had felt okay during the controller exchange on (B)(6) 2020; however, approximately 20 minutes later, the patient experienced pump stops, during which time the patient felt dizzy. Following the pump stop events, the patient went back to feeling okay with normal pump parameters and was placed on battery power. Although driveline damage was not confirmed, it was suspected that the patient had a short-to-shield. The patient was issued an unshielded patient cable to connect to wall power and a possible external driveline repair may be scheduled, pending resolution of the covid crisis. Additionally, the frayed areas of the patient¿s driveline were reportedly patched with electrical tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hm ii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02177, 2916596-2020-02175, 2916596-2020-02458. It was reported that the system monitor was intermittently going blank when the patient's primary controller was connected to the power module. History could not be collected, as the message ¿unable to retrieve history data¿ was displayed. Several system monitors were used by the nursing staff to resolve the issue. The patient's driveline had frayed areas, which were patched with electric tape, but the white and black cables from their primary controller were chipped as well. The controller showed to previously have 5 "no external power" alarms on (B)(6) 2020, however the patient did not recall accidentally disconnecting both power sources simultaneously. Upon prior no external power events, the patient reported a power outage in their home. The patient denied any lvad alarms and they were scheduled for an operating room (or) procedure on (B)(6) 2020 that was not related to the lvad. Upon log file review, transient low voltage hazard and no external power alarms were found on (B)(6) 2020 while tethered on a mobile power unit (mpu), where the controller momentarily disconnected from a power source. The pump speed was maintained within set parameters during these events. Additional information received stated that the patient had two pump stops after controller exchange. The patient reportedly felt okay during the controller exchange with normal pump parameters. About 20 minutes after, the nurses stated the patient experienced low flow alarms. A log file read was requested and the history showed low flow followed by two pump stops. It was reported the patient felt dizzy during this episode but then felt better once normal pump parameters were back in place. The patient was placed on battery as there was a concern there was a short-to-shield. During analysis of the log file, it was reported the pump stops only occurred when the vad was connected to the power module. It was reported this type of behavior has been linked to issues with the percutaneous lead. Technical support recommended keeping the patient on battery until further investigation was completed. X-rays were required to find the possible location of the compromise in the lead. During analysis, it was discovered the patient experienced low voltage while on batteries. Technical services reported this could be an issue with the battery clips being dirty or damaged. It was recommended to clean the battery clips and battery contacts. If the issue does not resolve it was recommended to change out the battery clips. An update was reported on 16apr2020, confirming that the driveline x-rays were unremarkable. On (B)(6) 2020, the patient was asymptomatic, the flow on their controller was blank, and their pulse index (pi) was 1.2. Upon log file review, pi events were occurring throughout the entire log. The site later reported that the patient's mpu was still operational and had a v-lock connector on the a/c power cord. The patient and their fiancé could not recall if the mpu power cord came loose at the wall outlet or the back of the unit. For the last "external power loss", they denied any power outage in the home. On 30apr2020, an update was provided that the patient was given an unshielded cable to connect to wall power and they might possibly receive an external driveline repair, pending resolution of the covid-19 crisis allowing engineers to fly to new york. The patient's battery clips and battery contacts were replaced with resolution of the issue. There were no further low flow alarms after using unshielded cable. The cause of the previous low flow alarms and pi events was identified to likely be a short-to-shield.